Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle/tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "the device was found to have foreign matter on the cannula."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula/needle/tubing or any fluid path component. The following information was provided by the initial reporter: translated to english. The customer stated: "the device was found to have foreign matter on the cannula."